Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Event description:
The device has been explanted.